Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix iliac limb stent graft system was implanted to treat an abdominal aortic aneurysm. During the procedure, the ipsilateral limb was unable to be advanced, despite troubleshooting techniques. Physician elected to remove the device and use a new device. The limb was successfully implanted and the case concluded with successful aneurysm exclusion. There was no patient sequelae as result of this event, and as of the date of this report there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the difficulty to advance was found to be anatomy related due to the focal stenosis noted in the distal aortic bifurcation in combination with an oversized ab stent graft. There were no procedure related harms identified and the patient was discharged home stable on the second post-operative day. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. (B)(4).